Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6). (B)(4).

Event description:
It was reported, the bd loads ¿ 29 g x 12.7 mm insulin syringe and needle came with misaligned scale marking making the syringe inoperable. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: complaint evaluation / complaint history check for the event(s) that occurred. Investigation summary: customer returned (24) loose 3/10cc, 12.7mm syringes. Customer states that the scale was misaligned. All returned syringes were tested using the plug gauge and all scale markings fell within specifications. Unable to perform DHR check due to unknown lot number for misaligned scale. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time.